Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continous high blood glucose levels of 350 - 400 mg/dl. The customer delivered a bolus and a manual injection to address bg level. The customer reported that the cause of the high bg was unknown, but also stated it might be possibly due to inserting site into an area of scar tissue. Tandem technical support instructed the customer to consult with their healthcare provider regarding high blood glucose factors.